Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the external device displayed ipg was reaching 10 year life. Reportedly, ipg was operable. As a result, patient decided to electively, replace the ipg. Therapy was restored post-operatively.